Event description:
It was reported that a malfunction occurred with the customer's pump. This malfunction led to the customer's blood glucose level exceeding 500 mg/dl, but the specific value was displayed as "high." The customer had not taken any action to address the high blood glucose level at the time of the report. Technical support provided the customer with information on how to reset the pump, assisted in the reset process, and confirmed that the malfunction code did not recur.